Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable cobas® mpx - 480t result for five donor samples tested on a cobas 5800 analyzer. Sample 1: on (B)(6) 2025: the initial result was hbv reactive. On (B)(6) 2025: the repeat result was non-reactive. Sample 2: on (B)(6) 2025: the initial result was hbv reactive. On (B)(6) 2025: the repeat result was non-reactive. Sample 3: on (B)(6) 2025: the initial result was hbv reactive. On (B)(6) 2025: the repeat result was non-reactive. Sample 4: date unknown: the initial result was hbv reactive. Date unknown: the repeat result was non-reactive. Sample 5: date unknown: the initial result was hbv reactive. Date unknown: the repeat result was non-reactive.

Manufacturer narrative:
Medwatch field d4 was updated. Based on all available information, there is no evidence of a product issue. The observed discrepancy is most likely due to a very low viral load, near or below the test's limit of detection (lod).